Event description:
It was reported "4 hole uni-cp plate broke in the cc (calcaneal cuboid) joint". Add'l info was received on october 2014 from the company rep. The breakage was reported to have occurred on an unk date (after the initial implantation). The initial implantation surgery date was reported to be a few years ago. The device was explanted surgically on (B)(6) 2014. The surgeon removed the plate. There was no other intervention required.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.